Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device replacement it was noted on the analyzer that the right ventricular (rv) lead had high thresholds and loss of capture every fourth beat. It was also reported that the r wave was low. There were no issues with the lead prior to the procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.